Manufacturer narrative:
(B)(4). Catalog # igtcfs-65-2-uni-celect. Similar to device under 510(k) k090140. Summary of investigational findings: two unused jugular introducers and two used femoral introducer systems returned in same plastic pouch, why lot# cannot be determined (for two different complaints). One femoral loaded filter had penetrated the sheath ~15cm from distal tip and the introducer pierced the penetration by ~6cm. The secondary legs bent upwards. The second loaded filter had penetrated the sheath ~11,5cm from distal tip. Based on these damages excessive force may have been used when physician "encountered some resistance -continued advancing." Under normal conditions the sheath is strong enough to accomplish the procedure, but it is seen before that the sheath may kink if somehow exposed to excessive force and if the filter is advanced through a kinked sheath, the filter may be prone to exceed the sheath wall. According to the IFU: "excessive force should not be used to place the filter." There was found no evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: attempted insertion from lt. Groin, introducer positioned in ivc dilator removed, whilst advancing the filter through the introducer encountered some resistance ¿continued advancing ¿under fluoroscopy evidence of filter being outside introducer the hook had pierced the side- all removed from patient. Retry from the rt side- again during advancing the filter through the introducer resistance felt another fluro showed the hook of the filter had again pierced the introducer. All removed and procedure abandoned. Patient outcome: the patient did require additional procedures due to this occurrence. Initially the second attempt from the right groin and then the following day a successful filter deployment from the jugular approach. According to the initial reporter, the patient did experience adverse effects due to this occurrence. Hematoma on the left groin access site post removal of filter and introducer.